Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. A review of device download data confirmed that the monitor delivered a monophasic pulse during incoming pulse testing. The root cause investigation found that there is a remote possibility that tolerance stack-ups for four capacitors on the defibrillator pca and two capacitors on the computer/analog board may intermittently result in a monophasic defibrillation waveform rather than a biphasic waveform. A design change to address this condition (PMA supplement p010030/s064) was approved by FDA on (B)(6) 2015. No adverse event resulted from the damaged monitor.

Event description:
During servicing of a monitor which was returned for an unrelated issue, a reportable malfunction was found. Monitor sn (B)(4) delivered a monophasic pulse during testing.